Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after magnetic resonance imaging (MRI) was performed with an MRI unconditional protocol, the implantable cardioverter defibrillator (ICD) went into backup mode without available high voltage therapy. The device was restored and there were no patient consequences. A week later, following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the ICD is awaiting explant. It was discussed that the bpa may have been false due to the recent backup mode, although it is unconfirmed if that is the case. The patient was asymptomatic and in stable condition.

Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of reset could not be reproduced in the lab. The reset was reported to be due to exposure to MRI in the field. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The reported event of battery performance alert (bpa) was verified in the lab, however, further investigation showed the bpa was a false positive. Prior to the event, device code was reloaded in the field, which cleared the device¿s usage data as part of the procedure. The bpa algorithm uses device usage history data for calculations and since that data got cleared after reloading code, a false bpa was triggered. This is normal and expected behavior when the data is cleared and the device had been implanted for more than 7 years.